Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report MDR pr# (B)(4) was sent in error. Complaint captured under report MDR pr# (B)(4) MFR#3014704491-2023-00282 . MFR#: 3014704491-2023-00278 is void as a result.

Event description:
It was reported that while using the bd micro-fine¿+ pen needle it leaked because of a broken component. The following information was provided by the initial reporter, translated from chinese to english: at 06:45 in the morning of (B)(6) 2023, the nurse injected insulin 24u for the patient of bed 15 based on the doctor's advice. A little liquid spilled out of the gas. When injecting 8u, the injection could not continue to proceed. After removing the needle, it was found that the rubber insert was broken, the nurse replaced it with a new needle. After finishing the rest of the injection, the nurse explained to the patient and the patient expressed understanding. There was no adverse effect on patient's treatment.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR was reviewed and there were not any qns or other events that could be related to this complaint. Clog test was conducted on 7pcs retention samples. No failure was found. No np end defect found either.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd micro-fine¿+ pen needle it leaked because of a broken component. The following information was provided by the initial reporter, translated from chinese to english: at 06:45 in the morning of (B)(6) 2023, the nurse injected insulin 24u for the patient of bed 15 based on the doctor's advice. A little liquid spilled out of the gas. When injecting 8u, the injection could not continue to proceed. After removing the needle, it was found that the rubber insert was broken, the nurse replaced it with a new needle. After finishing the rest of the injection, the nurse explained to the patient and the patient expressed understanding. There was no adverse effect on patient's treatment.

Event description:
It was reported that the bd micro-fine¿+ pen needle was unable to deliver medication. The following information was provided by the initial reporter, translated from chinese to english: when injecting 8u, the injection could not continue to proceed.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted supplemental MDR correction (B)(4) with MFR#: 3014704491-2023-00282 for unable to deliver insulin/medication was sent in error. Therefore, supplemental MDR correction (B)(4) is void as a result due to the incorrect MFR#. A new supplemental MDR for unable to deliver insulin/medication with the correct MFR#: 3014704491-2023-00278 has been submitted, please reference correction supplemental (B)(4) with MFR#: 3014704491-2023-00278 for your records.